Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer declined assistance with loading a new cartridge at time of call; however would contact tandem technical support if issues arose or persisted. Customer's blood glucose was 110 mg/dl.